Event description:
Customer called european office to complain of incorrect results using co's rbg assay. Field svc was dispatched and after testing the pump replaced the pump. Further analysis by engineering staff revealed that the pump was clogged.